Manufacturer narrative:
Follow-up #1 date of submission 10/16/2014-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the compliant could not be investigated due to an unrelated issue. The pump powered on with a vibration alert, no audible tone, and a blank display screen. Download of the pump¿s black box data was unable to be completed; review of the pump¿s black box could not be completed. Moisture was evidence behind the display screen lens and on the pump¿s internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.